Event description:
Caller reported that a pt at the medical center had obtained a reading on his meter at home of 20 mg/dl. Customer went to the ER and was tested with a precision pcx meter, getting a reading of 203 mg/dl. Customer was then tested by the lab with a result of 35 mg/dl. Customer was treated with dextrose to raise glucose levels. The reported glucose reading received from the precision pcx meter was not consistent with the treatment provided to the customer at the ER.